Event description:
It was reported that interrogation showed that the right ventricular lead pacing impedance spiked from a chronic value range of 400 ohms to a range 1776 ohms it was also reported that an x-ray was taken and showed that the lead had dislodged from the device header. The device was deactivated. Both the lead and device remain implanted. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the actual device was not received for evaluation. Performance data was collected from the device and revealed that there was resistance/impedance increase and the daily pace lead impedance trend data shows an abrupt increase for rv pace = 464 to 1776 ohms peak between (B)(4) 2011 and (B)(4) 2011.